Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention wherein the physician buried the ipg deeper in the same pocket on (B)(6) 2026 to address the issue.